Event description:
Customer reported oil to be leaking from the motor by the safety seal. The motor was stopped and removed from the sterile field before an entry hole was made. There was no pt contact with the product and no pt injury or adverse effects.